Event description:
The customer used the device to check the blood glucose and obtained a reading of 366 mg/dl. Customer took 46 units of insulin and passed out. Emts were called and they checked the glucose at 35 mg/dl. Customer was treated with an in the hosp and given food. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.